Event description:
According to the reporter, during a laparoscopic gastric bypass, while at the suture in the "gastroyeyunal" anastomosis, when the surgeon did the knot, the needle separated from the thread then broke. The surgeon switched to a new suture to prevent a risk of a fístula in the anastomosis and to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass, while at the suture in the "gastrojejunal" anastomosis, when the surgeon did the knot, the needle separated from the thread of one suture then broke. The surgeon switched to a competitor's suture to prevent a risk of a fistula in the anastomosis and to complete the case. An unspecific number of sutures had the same problems while preparing by the nurse before the surgical procedure. The problem arose when stretching the memory thread. No injury to the patient.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of ten devices. The visual inspection and functional evaluation of the sample had acceptable results. A bend moment test was performed on the undamaged needles, and the results exceeded the specifications for this product. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.